Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the up/down buttons on the infusion device do not function correctly, and the infusion device entered the quick bolus mode by itself. No adverse event was reported. The alleged product was requested for evaluation.